Manufacturer narrative:
While over torquing was indicated in the complaint report. No product has been returned to date so an examination cannot be performed. If any additional information is obtained a follow up report will be submitted.

Event description:
It was reported: " a driver tip broke during a case. Doctor had explained to the rep he may have over torqued the screw due to the screw head not seating in plate."